Manufacturer narrative:
A review of the device history record confirmed that the device met all material, assembly and performance specifications. The device was returned within the introducer sheath together with a microcatheter. Visual analysis of the returned device revealed that the coil was detached and lodged in the microcatheter hub. After removing the coil from the hub the coil was noted to be kinked and stretched. The coil delivery wire was kinked, likely due to handling. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information currently available and device analysis, it is probable that procedural factors limited the performance of the coil and contributed to the reported event as well as to the observed main coil damages. An assignable cause pf operational context has been assigned to the investigation.

Event description:
It was reported that during coil embolization the subject coil detached inside the microcatheter. There were no clinical consequences to the patient reported.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during coil embolization the subject coil detached inside the microcatheter. There were no clinical consequences to the patient reported.